Manufacturer narrative:
(B)(4). In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator has "vent inop", "motor fault", "circuit disconnect", "low pip", "low ve", and "high rate" errors. The unit passed all transducer calibrations. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component duplicated the reported issue and isolated the issue to a failed transducers. The evaluation found that the tranducers have been tampered/replaced.